Manufacturer narrative:
E1: initial reporter address (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied, and no leaks was observed. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified the shaft to be compressed at the distal end of the shaft. Part of the shaft inflated when the balloon was inflated. Shaft was also compressed and different locations along the length of the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified arteriovenous graft. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 6 atm for 6 seconds and pinhole was noted. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified arteriovenous graft. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 6 atm for 6 seconds and pinhole was noted. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition.